Event description:
Litigation papers allege: on or about (B)(6), 2005, pt was implanted with a depuy pinnacle hip on her left side. Over time, metal ions and particles were released into the pt's blood, tissue, and bone surrounding the implant. Within a year after the implantation, pt began experiencing severe pain, discomfort, and inflammation in her left thigh, buttocks, and groin. Due to chronic pain, pt was revised on or about (B)(6), 2006. It was discovered that there was significant metal debris or metallosis around the hip capsule, as well as a great deal of inflammation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.